Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, since his implantation in 2015, the user suffered from pain, dizziness and fevers especially when the audio processor has been used the whole day (on both sides). Therefore, the wear time has been reduced to 30 min a day. It was reported that in (B)(6) 2018 he couldn't stand the pain anymore. Over the past few years the mapping has been changed and was "low", however, it didn't help. In (B)(6) 2019, when the user was seen again, the implant was found to be working well. In (B)(6) 2020, the user decided he no longer wants to use the device (on both sides) and a date for explantation has been scheduled. The user was explanted on (B)(6) 2021.

Manufacturer narrative:
Conclusions: according to the information received from the field the recipient was explanted due to pain and dizziness since implantation surgery, which are known post-operative side effects of otologic surgery. The device could be slightly rotated at explantation, however this would not explain the reported dizziness and pain was not reported either when the external device was worn without stimulation. Device investigation did not reveal any device defect or damage which would explain the reported symptoms; during investigation the device is working within specification. Also, the recipient was reportedly refusing to bilaterally use the cochlear implants and intentionally damaged the external components, pointing to a patient related factor affecting the acceptance of the device. This is a final report.

Event description:
Since implantation in 2015, the user suffered from pain, dizziness and fevers especially when the audio processor was used the whole day (on both sides). Therefore, the wear time has been reduced to 30 min a day. In (B)(6) 2018 the recipient could not stand the pain anymore. Over the past few years the mapping has been changed and was "low", however, it did not help. In (B)(6) 2019, when the user was seen again, the implant was found to be working well. In (B)(6) 2020, the user decided not to use the device any longer (on both sides). The user was explanted on (B)(6) 2021. The user will not be re-implanted. As per latest received information, the explanted recipient is doing fine without the implants.